Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that occlusion alarms occurred. Reportedly, customer uses infusion set and insulin longer than labeled use and prefills multiple cartridges with insulin. Clinical support informed customer that using infusion set and insulin longer than label usage and prefilling multiple cartridges' with insulin are off label per the tandem user guide. System check was performed by tandem technical support and no issues were identified. Customer successfully resumed insulin deliveries. Customer¿s blood glucose level was 479 mg/dl.